Event description:
It was reported that there was a connection issue between a minicap transfer set and a titanium adapter. The connection issue was further described as the transfer set could not connect with the titanium adapter joints. The titanium adapter was still in use after the event with no issues. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.